Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the percutaneous lead confirmed an issue that could have contributed to the driveline fault alarms and the report of pump stops while connected to a power module, which were observed in the submitted system controller log file. However, a specific cause for the report of pump alarms shortly after the percutaneous lead repair could not be conclusively determined through this evaluation. A distal end percutaneous lead repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 29¿. Tears in the outer silicone jacket were noted approximately 12¿, 13¿, 20¿, 24¿, and 25¿ from the metal connector. The outer layers of the lead were severed approximately 26¿ from the metal connector. The previous percutaneous lead repair was observed approximately 20¿ through 24¿ from the metal connector. Initial electrical continuity testing of the percutaneous lead segment revealed that an open circuit was able to be induced in the red wire upon manipulation of the lead. Metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿, 20¿, and 24¿ through 25¿ from the metal connector. Visual inspection of the underlying wires revealed that the red wire was fractured adjacent to the nipple of the metal connector, resulting in exposed inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the red wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have contributed to the pump stops and low speed events observed in the submitted system controller log file. Further, if the fractured inner conductors of the red wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault alarms and associated yellow wrench advisories observed in the submitted log file. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous external driveline replacement was reported under MFR. Medwatch # 2916596-2014-02001. Approximate age of device - 5 years, 5 months. The replaced external portion of the driveline is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's lvad system indicated pump stoppages while connected to the power module. The power source was switched to external batteries and the pump restarted. The patient was asymptomatic and stable on batteries. X-ray images of the internal portion of the driveline was unremarkable, but the external portion of the driveline had some shield separation. Of note, the patient has a known driveline issue with a previous external driveline replacement on (B)(6) 2014. A review of the submitted log file confirmed pump stoppages between (B)(6) 2018 and (B)(6) 2018. On (B)(6) 2018, an external driveline replacement was performed by the manufacturer's technical services representatives. It was reported that the alarms did not resolve after the repair. There healthcare providers stated that there are no plans of pump exchange. The patient was subsequently discharged home with ungrounded patient cable for use while on power module.